Manufacturer narrative:
A customer care center (ccc) specialist was contacted by the customer. The customer initially explained they obtained signal errors on multiple samples on multiple assays. The ccc reviewed the event and found that the luminometer dark counts were out of range. The ccc performed troubleshooting with the customer. The ccc requested to the customer to perform dark count without cuvettes and then perform dark count with cuvettes, which resulted out of range. A customer service engineer (cse) specialist was dispatched to the customer's site. The cse ran dark counts, resulting out of range. The cse replaced the photomultiplier tube (pmt). The cse then performed calibration and quality control (qc), resulting in range. The cause of the discordant, falsely elevated cardiac troponin was due to the photomultiplier tube. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (tni-ultra) results were obtained on an advia centaur xp instrument. The initial result for patient 1 was not reported out to the physician(s). The customer repeated the same samples on an alternate advia centaur instrument, resulting lower. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, incorrectly displayed cortisol results.